Event description:
Discordant immulite 2500 stat troponin assay results were initially obtained on four pt samples. The customer performed repeat troponin testing on pt #2, pt #3 and pt #4, and the results were (B)(6). Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were initially obtained on four pt samples. The customer performed repeat troponin testing on pt #2, pt #3 and pt #4, and the results were (B)(6). Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were initially obtained on four pt samples. The customer performed repeat troponin testing on pt #2, pt #3 and pt #4, and the results were (B)(6). Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the instrument data indicate that there are no known causes for the discordant stat troponin results. The instrument is performing within specifications.

Event description:
Discordant immulite 2500 stat troponin assay results were initially obtained on four pt samples. The initial result obtained for pt#1 was reported and questioned by the doctor. The repeat troponin test results for pt #1 were (B)(6). The sample was also repeated on another test method and the result was (B)(6). Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the instrument data indicate that there are no known causes for the discordant stat troponin results. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the instrument data indicate that there are no known causes for the discordant stat troponin results. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the instrument data indicate that there are no known causes for the discordant stat troponin results. The instrument is performing within specifications.